Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge displayed 105 units remaining. Additionally, cold insulin was being used in the cartridge. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge.